Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported contamination could not be confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified unspecified artery. A 3.0 x 18 mm rx vision stent delivery system (sds) was advanced through a non-abbott guiding catheter; however, it was unable to cross the lesion and upon removal there was a clear fiber that came out of the guiding catheter along with the device. There was no reported resistance removing the sds. A non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.